Manufacturer narrative:
(B)(4).

Event description:
New information on 1/26/2016 indicated that the previously dislodged lead had exhibited a loss of capture. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. No medical intervention or patient symptoms were reported.

Event description:
New information on (B)(4) 2016, indicated that the left ventricular lead was repositioned successfully on (B)(6) 2016.

Event description:
New information on 1/29/2016, indicated that after lead reposition, the patient's condition was stable.